Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen and continuous beeping, and images provided by the user¿s family corroborated the physical damage and malfunction; the device was deemed nonfunctional and no longer water resistant, and a replacement was arranged with instructions for data sync, shutdown, and return. Symptoms included device alarm activity without any reported change in blood glucose. Outcomes included interruption of intended device use and implementation of backup therapy to maintain insulin delivery. Investigation included remote assessment of user-provided photos and verification of device information. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, which led to loss of normal functionality and persistent alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.